Manufacturer narrative:
Device returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that dr (B)(6) clavicula trauma surgeon patient received a clavicle plate after having a fracture in (B)(6) 2019. This clavicula plate was broken within two-three months. It was also reported that the surgeon operated on this patient with a same plate in (B)(6). Concomitant device reported: unknown screws ( part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lcp sup-clavic-pl 3.5 8ho r l123 sst was received at us cq. Upon visual inspection at cq, it is observed that the plate broke at the 5th hole. The fracture surface appears homogenous with no voids and dark spots. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. A visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The plate was found to be broken. Thus, the complaint is confirmed. While a definitive root cause could not be identified, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : manufacturing location: elmira / monument. Manufacturing date: 09-oct-2018. Expiration date: 01-oct-2028. Part number: 02.112.084s, 3.5mm lcp superior clavicle plate/8h/right/115mm - sterile lot number: h740669 (sterile). Component part(s) reviewed: part number: 19027, 316l pi02.112.084. Lot number: h637197. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient experienced pain and non-union postopratively. Surgeon revised patient on (B)(6) 2019 with new 3.5mm sst superior clavicula plate, 8 hole to fix the fracture. All implanted devices were removed completely. Procedure was successfully completed without any surgical delay. Patient outcome is reported as good.